Event description:
It was reported that the customer's blood glucose (bg) level was recorded as high, and customer delivered a bolus via the pump to address bg. At the time of event, customer was a patient in the hospital. Healthcare provider identified ketone level as dangerous. Customer was treated with intravenous saline and insulin. Elevated bg/ketones resolved. Pump system check was performed with technical support, and during the fill tubing step, no insulin was observed exiting the tubing. A new cartridge was loaded; however, the issue did not resolve. Customer reverted to an alternate method of insulin therapy. Customer was discharged on (B)(6), 2026.